Event description:
Doctor performed a tissue flap at site #28 and #29. He seated the guide and couldn't get the 2.0 mm-26 mm drill into the patient's mouth at site #28 because of posterior access issues. He aborted the surgery, closed the patient up, and sent him home.